Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited variable and upward trend in pacing impedance and capture threshold. The lead now alerted for measured high impedance and threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.